Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 7079439.

Event description:
It was reported that the patient experienced stimulation in the ribs due to lead migration which was confirmed through x-ray. The patient underwent a procedure wherein the leads were adjusted and remained implanted. The patient was doing great postoperatively. No device malfunction was suspected.